Event description:
No additional information provided.

Manufacturer narrative:
1.based on the complaint information, we have checked the production information, "4084140" was not found in production infromation 2. No defective sample was returned and customer returned one photo, which leakage occurs at the middle of extension tubing. 3. Based on the complaint information, we have checked the production information, "4084140" was not found in production infromation, retain sample analysis was not performed 4. When the extension tubing is pinched to one side and not centered in the pinch clamp, the extension tubing may be damaged. Conclusion(s): according to the complaint information, after checking the production information, the complaint batch "4084140" has not been found, and the defective sample has not been received, so further analysis cannot be carried out, so the root cause of the complaint defect cannot be confirmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte-w winged bl 22ga x 1.0in catheter defective / damaged after the patient was admitted to the operating theatre for intravenous infusion, a 0.1mm tear was found at the hose of the 22-gauge intravenous needle after successful placement of the needle, and there was fluid exudation.